Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.